Event description:
This case was reported via regulatory authority (B)(4) on 03-mar-2017 and was forwarded to bayer on 29-mar-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("upon withdrawal of the delivery catheter of one essure insert, the extremity (4 mm) was absent") in a female patient who received essure (batch no. 626145). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product quality issue "surgeon had doubts about the quality of the catheter". On (B)(6) 2008, the patient started essure. On (B)(6) 2008, the same day after starting essure, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("consequences for the procedure and positioning of the coil"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure a device breakage ("upon withdrawal of the delivery catheter of one essure insert, the extremity (4 mm) was absent") occurred. The physician reported that this had consequences for the procedure and positioning of the coil. Device breakage is non-serious and anticipated in the reference safety information for essure. As device breakage occurred at time of essure insertion procedure and regarding the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information have been requested.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) - health authority in (B)(6) (reference number: (B)(4)) on 03-mar-2017. The most recent information was received on 20-oct-2017. This spontaneous case was reported by a physician and describes the occurrence of device breakage ("upon withdrawal of the delivery catheter of one essure insert, the extremity (4 mm) was absent") in a female patient who had essure (batch no. 626145) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product quality issue "surgeon had doubts about the quality of the catheter". On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("consequences for the procedure and positioning of the coil"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.824 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.